Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that infusion and identified the leak in the long primary tubing under the leucovorin at the top of the channel, so it was determined approximately 20-30 ml of leucovorin leaked onto the ground. Writer primed new long primary tubing with dextrose and reconnected the short primary of oxaliplatin and secondary of leucovorin.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information: added customer medsun number. Investigation results: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 25023120 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06feb2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.